Event description:
The surgeon provided additional information stating the event was not related to the intraocular lens (iol). During phacoemulsification, the pupil became extremely miotic, and an attempt was made to place a pupillary expansion ring to enlarge the pupil. The ring twisted on insertion in the eye and broke the posterior capsule. The iol was not implanted because the eye was soft and there was some anterior chamber bleeding. An attempt will be made in the future to implant an anterior chamber lens.

Event description:
A user facility reported that a surgeon had difficulty positioning an intraocular lens while using an iris ring. The lens was removed and a vitrectomy was performed. More information is being sought.